Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing morphine (25 mg/ml) via an implantable pump for malignant pain. It was reported that the patient came to the office today because the pump had been alarming for the past 1 month. There was nothing that showed up on the interrogation regarding an alarm but the active alarm tab was present. However, they had not yet checked the pump logs. It was later confirmed that the cause of the pump alarm was due to the healthcare provider (hcp) not turning off the pump alarm manually on the home screen of the workflow after a pump refill. They turned off the pump alarm with the hcp's approval and the issue was swiftly resolved.